Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. The patient presented emergently. Currently, the aneurysm is 12 cm in diameter. It was reported that the aneurx bifurcated stent graft had migrated distally with a type I endoleak. The physician implanted aortic cuffs and endoanchors. The migration and type I endoleak were resolved. The physician stated that the cause of the stent graft migration with a proximal type I endoleak was anatomy related, disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.